Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported that a patient presented with flap striae in both eyes one day post lasik. A flap lift and stretch was performed. The patient was seen in follow up and was reported as doing well. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Review of the logfiles for the day of treatment shows 18 successfully performed treatments without any error or relevant warning. According to quick user manual flap planning the user used energy settings which are within the defined recommended arrangement of pulse energy. The logfile shows no error or warning messages during the complete day and also the energy stayed stable and showed no abnormalities. No technical problem with the system can be identified by reviewing the logfiles. No technical root cause could be identified as the product was found to be within specifications. (B)(4).